Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I-ii and rupture.

Event description:
Patient representative reported right side rupture and capsular contracture, baker grade I-ii. The device has been explanted.